Event description:
It was reported that the lead exhibited noise. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found abrasion on the proximal insulation at 10.5 cm and 16 cm from the connector pin due to friction to the can. Abrasion due to friction was also noted at 47.9 cm from the connector pin.